Event description:
A physician reported that a pt complained of one-sided tongue and lower lip numbness one week after undergoing a 1.5 hour thumb procedure during which an lma was used. The mask was inserted uneventfully. The cuff was partially inflated, but was not rotated during insertion. The physician believes nitrous oxide was used, but does not know if the cuff pressure was monitored during the procedure.